Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Additional product codes: mni kwp mnh kwq. Original implant date or explant date unknown. Per (B)(4), 510k number not yet assigned. Manufacturing location: (B)(4) supplier: (B)(4), manufacturing date: 15. May 2015 expiry date: 01. Jan 2025, the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that stenofix siz 16 tan broke during a procedure surgery. In order to proceed, the surgeon used another product of the same type. There were no consequences or harm to the patient. This report is 1 of 1 for (B)(4).